Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays ventilator inoperable, motor fault, and transducer fault alarms. The customer reported the turbine differential transducer failed calibration testing. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported issue was confirmed and able to be duplicated in a laboratory setting. The turbine differential pressure transducer (pt800) is responsive to pressure, but unable to be calibrated. The pt 800 has failed. This issue will be internally investigated within vyaire.